Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during knee surgery, the device had soldering issues. The first lasso unsoldered while removing from the packaging, the second lasso unsoldered while trying to remove from the patient's knee. Device fragments fell inside the patient's incision, all pieces were removed from within the patient. There was a backup device available to successfully complete the surgery. A delay greater than 30 min was reported. No patient injury was reported.

Manufacturer narrative:
One 7209485 disposable meniscus mender ii set used for treatment, was returned for evaluation. The complaint stated: ¿the device had soldering issues.¿ the allegation was confirmed. Policy is to return product as found. All components were returned. The two snares were damaged. The heads were broken off the shafts. To avoid components from shifting within the package, individual component storage cradles are intentionally snug. The heads of the braided loop components snap into their packaging cavities. Use of the distal end (head) to remove snare loops from the tray may result in weakening, bending or complete fracture between at the head and shaft connection. Proper method of retrieval is to push the head of the component from the back of the cradle to pop it free. Engineering evaluation confirmed the product met current specifications at the time of distribution.